Manufacturer narrative:
(B)(4). The customer returned a single guide wire for evaluation. The guide wire was returned within the advancer tube and showed evidence of use. The guide wire was observed to have a several kinks/bends throughout the body. The distal j-bend was misshapen. Microscopic examination confirmed the kinks/bends in the guide wire body. Both welds were present and were observed to be full and spherical. The core wire separated adjacent to the distal weld. The exposed distal core wire tip was tapered and discolored at the point of separation. The kinks on the guide wire measured 31mm, 45mm, and 50mm from the distal tip. Two bends approximately 340mm and 394mm from the proximal tip of the guide wire formed the guide wire into a u-shape. The core wire total length measured 683mm , which is within the specification limits of 679-687mm per the guide wire product drawing. The guide wire outer diameter measured 0.797mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle (proximal end first) to functionally test the guide wire. The guide wire passed through both components with slight resistance at the sites of kinking. Performed per the instructions-for-use (IFU) statement , "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." A manual tug test revealed the distal weld was not intact and the core wire was separated from the weld. The proximal weld was intact. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. The guide wire met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement with the device was reported.

Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement with the device was reported.

Manufacturer narrative:
Qn#(B)(4).